Event description:
It was reported that during a lap cholecystectomy procedure, the clips fired free in the abdominal cavity and did not close. Case was completed with same like device. Pt consequence unk.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.